Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a surgical procedure, the hex driver stripped and the tip broke off while being tightened by the surgeon. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.